Event description:
It was reported that the patient is experiencing "black out" episodes in which she does not pass out but is not aware or responsive. No additional relevant information has been received to date.

Manufacturer narrative:
F10. Device code - correction - inadvertently coded e011903 instead of e010901 in the initial MDR submitted.